Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead exhibited low impedance and the right ventricular (rv) lead exhibited set screw issue, the screw would not tighten when spun out. The leads were attempted not used and replaced. No patient complications have been reported as a result of this event.